Event description:
A report was received that the patient has to charge the implant more frequently. The patient's data base analysis showed that the device is working as expected. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient has to charge the implant more frequently. The patient's database analysis showed that the device is working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had an ipg replacement. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and tests performed. The complaint regarding the difficulty charging ipg was not verified. The battery depletion rate was within the range and there was no sign of a premature battery depletion. However, the battery charge profile indicates frequent and short charge attempts in the field. The battery can be undercharged if its intensive stimulation is on during a charge cycle since the device consumes battery power at the same time. The complaint regarding a change of stimulation intensity at a low battery level was not verified. After activating the latest setting, its outputs were monitored on an oscilloscope for four hours in different battery voltage levels. The stimulation outputs were steady and accurate throughout the stages. The device exhibits normal device characteristics.